Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone), fentanyl, baclofen (unknown), and other medication via an implantable pump for non-malignant pain. It was reported that since implant when they bolus the handset lags at 91% for a really long time. Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect to the pump with no lag. Patient will call back if they need further assistance. When asked what medication was in the pump patient stated fentanyl, dilaudid baclofen and "something for nausea".

Event description:
Additional information was received from a consumer reporting that the handset "a couple of times quit working" due to too much data. Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect to the pump with no lag. Patient will call back when they need further assistance. The patient called back the same day to review the steps on how to clear the data.

Manufacturer narrative:
Continuation of d10: product ID hh90t01, lot# serial# (B)(6), product type mobile platform product ID a820 lot# serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.